Event description:
During follow up for an unrelated complaint the care giver (cg) stated that the patient passed away on (B)(6) 2012. No other information was provided. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(4) 2012, regarding the reported incident. The nurse stated the cause of death is unknown to the pd staff including the physician. An autopsy was not performed. The pd clinic was surprised to hear of the patient's death due to no significant heath history that may have contributed to the patient's death. No further information is available.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The patient passed away on (B)(6) 2012 of unknown causes. The device was returned for evaluation. A review of the logs revealed no failure, malfunction or iipv events that could have caused or contributed to the home patient passing away. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The issue with regards to the device was not confirmed. The assignable cause was undetermined. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.